Event description:
The registered nurse (rn) contacted baxter's technical service center regarding a system error 2240 (air in set), which occurred on the homechoice (hc) during use during drain 2. The patient was connected at the time of the alarm. The patient line was properly primed prior to connecting. Patient extension lines were not used. The patient did not disconnect any time prior to the alarm. All the bags were not properly connected. Proper procedures were reviewed per the user manual. The technical service representative (tsr) had the rn cycle the power and a system error 2367 occurred. The tsr explained the alarm and the rn stated he would speak to the nephrologist to determine what to do for the remainder of the patient's therapy. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device involved in the incident was unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up MDR will be submitted upon completion of the investigation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was undetermined. This issue is being investigated through CAPA.